Event description:
It was reported that the customer overfilled the cartridge with more than 300 units of insulin, and as a result an alarm occurred. Customer was educated not to fill the cartridge beyond the specified maximum insulin amounts. Customer was unable to initially load a new cartridge on the pump and as a result, the customer¿s blood glucose (bg) level increased and was displayed as ¿high¿; however, a specific value was not provided. Customer ultimately loaded a new cartridge on the pump, resumed insulin delivery, and delivered a correction bolus via the pump to address high bg.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.